Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that valve was explanted and replaced because there was an occlusion in the peritoneal catheter.